Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported by an attorney that mesh was implanted on (B)(6) 2008 to treat uterine fibroids, menorrhagia, dysmenorrhea, cystocele, rectocele, vault prolapse and stress urinary incontinence with concurrent laparoscopic supracervical hysterectomy with increased level of difficulty due to uterus weighing 330 grams, anterior and posterior repair, vaginal colpopexy with sacrospinous vault fixation, enterocele repair and cystoscopy. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2009 due to pain and discomfort. No additional information was provided.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.